Event description:
It was reported with the use of the bd obturator for venflon¿/safelon¿ there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: five photos were submitted for review from the lot number 7209989. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of foreign matter with lot #7209989 regarding item #394252. DHR review was performed on lot number 7209989: packaged from august 7, 2017 thru august 17, 2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Probable root cause is indeterminate. The defect of foreign was confirmed based the evaluation of the submitted photos. Without the actual sample for evaluation; unable to identify the foreign matter observed. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd obturator for venflon¿/safelon¿ there was an issue with foreign matter. There was no report of injury or medical intervention.